Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-531a-(B)(4): the fiber/glass cap exhibits circumferential fracture on the proximal side of fiber/cap fusion zone behind the metal cap near the open end; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap is detached and not returned; the outer flow tubing is damaged and exhibits signs of melting at the location of proximal fracture; the metal cap exhibits severe detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "fiber tip overheated" @ 300,000 joules of use. The fiber tip (cap) was cleaned during the procedure. A second fiber was used to complete the procedure. Patient outcome: no injury to patient.